Manufacturer narrative:
Maintenance bypassed the ups and plugged the dxc into wall receptacle. When the customer turned the unit on, sparks were seen. The customer could smell burning smell before bio med plugged dxc into wall receptacle. A bci field service engineer (fse) disconnected the unit from ups. Verified console and kvm are operational. Fse removed and stored remaining chemistry cartridge (cc) reagents. Fse inspected and cleaned the unit; 36v power is operational; however 24v failed and overloaded power circuit. Fse replaced the 24v power supply. After isolating power distribution board and supplies fse found damage on islatran and power harness to main switch. Fse installed new islatran assembly. Fse reloaded reagents calibrated as necessary and ran qc for verification.

Event description:
A customer contacted beckman coulter inc. (Bci) to report sparks were seen at the on/off switch upon turning the unicel dxc 800 pro synchron chemistry analyzer on. No injury or exposure was reported.